Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm,intraperitoneal, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from cloudy pd effluent; however, was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.